Event description:
A customer reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer service educated the caller on the minimum fill recommendation for their pump and instructed them to add insulin to the same cartridge. The caller was able to successfully load a cartridge onto the pump and resume insulin use.